Event description:
It was reported that this device system was explanted due to pocket infection. A new device system is planned to be implanted. No additional adverse patient effects were reported. The device is not expected to be returned.